Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that the trial femoral head 28 s/+0 broke. As this was noticed after surgery, the patient was no longer involved.

Manufacturer narrative:
H3, h6: it was reported that the trial femoral head 28 s/+0 broke. The device was not returned for investigation and the batch number is unknown. A product evaluation could therefore not be performed. However, a complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information, it is not possible to perform a review of past corrective actions. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The root cause for the reported issue remains undetermined. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.